Event description:
It was reported that, "implanting a 6.5 x 40mm cancellous screw into a tritanium shell when the screwdriver tip (210-7-1015) broke off in the screw head. Unable to seat first liner. Surgeon impacted screwdriver tip in screw with a tamp and was able to secure a second liner in place. Screwdriver tip remained in patient and screw itself."

Manufacturer narrative:
An evaluation of the devices cannot be performed as the device was misplaced at the hospital and was not returned to the manufacturer. Should device or additional information become available, the evaluation summary will be submitted in a supplemental report.